Event description:
Info received indicates the CPR release is not working.

Manufacturer narrative:
The tech discovered the left CPR release cable needed adjustment. He adjusted the cable to repair the bed.